Event description:
It was reported that an ilet pump exhibited a black, unresponsive screen without visible damage or exposure to liquid or drops, and basic troubleshooting including charging and case removal did not restore function, leading to a hardware replacement and instructions to start up the replacement device. Customer care provided support that included remote troubleshooting and coordination for return of the original device. Investigation of this case revealed a suspected display or user interface malfunction consistent with a hardware screen failure that prevented shutdown and normal interaction. No clinical symptoms or injury reported. Outcomes included continued diabetes management using backup pen injections and glucose monitoring without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction of the display subsystem of unknown origin.